Event description:
It was reported that when using the bd pyxis¿ medbank tower medication order did not appear on the patient profile. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4: unique device identifier not available.a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.copilot said: upon investigation of the actual device used in this incident, it was determined that the medication order did not appear on the patient profile due to the order being closed and expired in the system. A technical support specialist identified the patient and medication, verified in myqlink that the order was closed, coordinated with the pharmacy to extend the order, and confirmed the order reappeared on the system. The system functioned as intended after the technical support specialist troubleshot the device.